Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1rhld, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the rep was in a case for an explant and full replacement due to migration and battery life. They were getting an impedance issue and were not sure if it was high or low. It was later confirmed that the connections had been dry and wet wiped, and the lead was placed correctly, but when looking at impedances they stated that they were seeing that the case was less than 50 ohms while the other contacts were green. It was later stated that they would not be using the new ins and possibly continue with the old ins, as it was still alive. Additional information was received from a healthcare provider via a manufacturer representative. It was reported that the lead migrated, but it was unknown when it was first noticed. It was clarified that there was no battery life issue; the healthcare provider wanted to replace the battery since they had to replace the lead. However, at the end of the revision, they had put a new lead in but kept the old battery in because it had life in it. The cause of the impedance being < 50 with the case was not determined, but it was noted that the impedance issue resolved when the battery was used with the new lead. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1rhld implanted: (B)(6)2018 explanted: (B)(6)2019 product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, (B)(4), ubd: (B)(6)2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional): the lead migration was first noticed (B)(6)2019, and the patient weight at the time of the event was (B)(6)pounds. No further patient complications are anticipated or expected as a result of this event.